Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleges the pump is over-delivering. The customer received pump error 63 (hardware low-level failures). The customer reported a blank display. The customer reported a blood glucose value of 39 mg/dl for the low blood glucose. The customer experienced hypoglycemia and was treated with a carb intake. The customer experienced hyperglycemia and was treated with an insulin pump (subcutaneous insulin infusion). The symptoms that the customer was experiencing were jittery, and shallow breathing. The event involved product(s) mmt-399a, mmt-332a, mmt-1884, and mmt-7040a. Troubleshooting was performed for the pump error, and the customer was able to clear the error, and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced, and the pump passed self-test. Troubleshooting was performed for the blank display, and the display returned after being blank for less than 30 seconds. The battery cap contacts were not damaged or corroded. Troubleshooting was performed for the low blood glucose, and the customer has been using the insulin pump system within 48hours of a reported low blood glucose event, and the auto mode feature was active at the time of the low blood glucose event. The customer was able to upload to carelink. Troubleshooting was performed for the high blood glucose, and the customer has been using the insulin pump system within 48hours of a reported high blood glucose event. The auto mode feature was active at the time of the high blood glucose. No further patient complications were reported. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-7040a